Event description:
An abbott quality representative identified elevated read spikes generated from a customer's architect i2000 instrument log when reaction vessel lot 69526p100 was in use. The investigation of the customer complaint was initiated due to generation of a false positive hcv result which retested negative on another analyzer in the customer's lab. The customer believed the negative result was the correct result, therefore, no suspect patient results were reported out of the lab, and there was no impact to patient management. The review of the customer's instrument log captured elevated read spikes that occurred during the normal read window. Further review of the instrument result log indicted there were five occurrences of error code 1007 (unable to process test, activated read failure) or error code 1006 (unable to process test, background read failure), although none of the instances of suspect reads were generated for the sample associated with the complaint under investigation. As the customer did not observe the architect analyzer error codes in the complaint under investigation, this complaint was opened to document this issue.

Manufacturer narrative:
Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The reporter stated the surgeon attempted to insert a 22.5 diopter aq2003v silicone three piece lens and there was a folder error. There was no pt contact. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). An incorrect concomitant medical device was discovered in the initial medwatch submission. The correct concomitant medical device is the architect i2000 analyzer which has been corrected in this medwatch submission. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.